Manufacturer narrative:
The apo b reagent lot number was 885182 with an expiration date of 28-feb-2027. The reaction curve data with the high result was abnormal. The field service engineer (fse) checked the gear pump head, and it was acceptable. The fse checked the water dispensing volume of the rinse station, and the water volume for the blank cell was slightly high; this was adjusted. The reaction cells had been in use for 2 months. Customer maintenance actions in product labeling advises reaction cells be replaced monthly. The customer has had no further issues since the service visit. The investigation determined the event was due to a combination of the misadjusted water volume and missing customer maintenance.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for apolipoprotein b (apo b) on a cobas 8000 c702 module. The initial result was 1.49 g/l. The repeat result was 1.01 g/l. The questionable result did not match the patient¿s clinical diagnosis, and the sample was repeated. The result in question was not reported outside of the laboratory.